Manufacturer narrative:
The cause for the falsely elevated troponin I result is unknown. A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account to evaluate the instrument. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated and a lower result was obtained. The sample was also run on an alternate analyzer and a negative result was obtained. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.